Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) which accelerated the patient's ventricular tachycardia (vt). Five shocks were delivered, converting the patients vt. The right ventricular automatic threshold (rvat) and right atrial automatic threshold (raat) tests also showed thresholds detected as greater than programmed amplitude or suspended. The ICD system remains in service. No additional adverse patient effects were reported.